Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation, nor has any further details been provided in support of this event. Due to this, we have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. As no product code or batch/lot number has been provided, we are unable to conduct a review of the device¿s history. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has been reviewed, revealing no further instances. A medical assessment reported: ¿the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. A thorough medical assessment cannot be rendered at this time.¿ the risk files reviewed, contains toxicology of product components leading to type 1 and 4 sensitization reactions and irritant contact dermatitis. The instruction for use displays adequate warnings and cautions in relation to the use of the device including, if reddening or sensitization occur discontinue use. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient was being treated at home with allevyn and the wound developed a big allergic reaction, with burning at the beginning and with violent itching. On (B)(6) 2019 the wound was still itching and with slight redness.